Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up on (B)(6) 2019. Upon review, the patient's implantable cardioverter defibrillator exhibited a capacitor charge time-out alert back dated (B)(6) 2018. The capacitor charge time was unable to be updated. The patient's device was removed and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
The reported field event of hv charge time limit reached was confirmed. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.